Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k233680. Summary of investigational findings: the tulip filter that had been placed was successfully retrieved, and the legs of the newly placed. Tulip filter became tangled and did not expand. The filter was removed with a gtrs and another filter was successfully placed. The tulip filter was returned. A lot of hardened blood/contrast was noted especially around the filter hook. The diagonal distance between the primary filter legs as well as the width of the secondary filter legs were slightly less than specified, but no more than explained by the hardened blood/contrast. No imaging could be obtained, but it is previously seen that the filter legs may be somehow obstructed from fully expanding, if the filter is deployed in a thrombus, if the filter legs are caught in a clot or if the filter is not placed in ivc. There are adequate controls in place to ensure the device was manufactured to specifications. It is assessed that because no non-conformances were detected there is evidence that the device was manufactured in compliance with procedures and according to specifications. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that non-conforming product exists in house or in field. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: gunther tulip filter replacement. The gunther that had been placed was successfully retrieved, and the legs of the newly placed igtcfs-65-1-jug-tulip became tangled and did not deploy. The gunther that had been placed was removed using the device (gtrs) that was used to retrieve it, and a different device was placed. Patient outcome: no health hazard.